Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event description: it was further reported that programming was done for the rv lead and that the patient will continue to be monitored closely since the patient is not pacing dependent. It was also noted that the patient had a ventricular lead warning and experienced further pectoral stimulation when pacing unipolar.

Event description:
It was additionally reported that he rv lead was capped and replaced with a new lead.

Event description:
It was reported that the right ventricular (rv) lead has a potential insulation issue and exhibited a few short ventricular high rate episodes. The rv lead impedance has dropped over time with unipolar impedance higher than bipolar and the ventricular threshold has increased. Patient has pectoral stimulation when the device is in rv unipolar pacing. It was also noted that there was some far field r-wave sensing on the right atrial (ra) lead. It was also reported that the patient complains of stimulation around the device when the magnet is placed over the device. It was further reported that programming was done for the rv lead and that the patient will continue to be monitored closely since the patient is not pacing dependent. The rv lead and ra lead remains in use. No patient complications have been reported as a result of this event. It was also reported that the patient complains of stimulation around the device when the magnet is placed over the device.

Event description:
It was reported that the right ventricular (rv) lead has a potential insulation issue and exhibited a few short ventricular high rate episodes. The rv lead impedance has dropped over time with unipolar impedance higher than bipolar and the ventricular threshold has increased. Patient has pectoral stimulation when the device is in rv unipolar pacing. It was also noted that there was some far field r-wave sensing on the right atrial (ra) lead. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.